Event description:
It was reported that on 12-05-2018 during an implant procedure of a model 7742 ingevity right atrium lead was stated to have an unspecified issue with the electrode that could not be fixed. This 7742 lead was replaced with a different lead 7741 ingevity prior to pocket closure. No adverse health outcome to the patient in this event. If additional information is received a follow up report will be generated.